Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is no air blowing out of device. There was no report of serious injury or harm. There is no medical intervention specified. The device was returned to the third-party service centre. And observed the pca burned, iso port, blower box contaminated, scratched display. The customer complaint was reproduced. There were 20 errors identified. The device was repaired.